Event description:
During placement of a power glide the vascular access rn noted that the catheter would not advance even though the slider that is meant to push the guide wire forward was fully deployed. On removal of the device, the rn checked the equipment and noted that the guide wire did not deploy with the slider as routinely happens. Diagnosis or reason for use: for IV antibiotic therapy.